Event description:
Silicone hardened and caused much pain, also pieces have moved from breast to other places, as if broken away. I'm unable to have mammograms. Ultrasound hasn't worked either. No way to determine.